Manufacturer narrative:
It was reported that a revision surgery was performed on the patient and metallosis was found as the cause of pain. No infection was present. The associated genesis ii c/r articular insert, genesis ii c/r porous femoral component and genesis ii cmt tibia baseplate were returned and evaluated. A lab analysis conducted during this investigation indicated that the articulating surface of the insert is discolored and has scratches present. Scratches are also observed on the bone cement contacting surface, the proximal surface and the locking detail of the baseplate. Some bone cement still adhered to it. The non-articulating surface of the femoral implant has traces of apparent bone still adhered to it. The articulating surface and sides of the femoral component are scratched and worn. The clinical analysis noted that without clinical documents, labs report, metal ions or operative notes the reported metallosis cannot be confirmed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Without the return of the actual product involved and based on the limited information provided, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed on the patient and metallosis was found as the cause of pain. No infection present. Two devices reported. No additional details available.